Event description:
Per the implant records, the filter was indicated for pulmonary embolus (pe) and recent intracranial hemorrhage negating the ability to anticoagulate the patient. The right groin was prepped and draped in the usual sterile fashion. A micropuncture needle was inserted into the right common femoral vein followed by placement of the micropuncture dilator and wire. The introducer sheath was inserted over the wire and left in the right common iliac vein. A cavagram was then performed demonstrating a patent inferior vena cava (ivc). Under fluoroscopic guidance, the optease filter was successfully deployed in an intrarenal location. The report also noted the filter could be retrieved within six weeks if necessary. According to the information received in the patient profile form (ppf), the patient reports tilting of filter, blood clots, clotting, occlusion of the ivc and device unable to be retrieved, becoming aware of these events approximately thirteen years and two months after the filter implantation. The patient additionally reports undergoing an unsuccessful percutaneous retrieval attempted about five months post implant. Removal procedural details were not provided. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, tilting and irretrievable. The patient reported becoming aware of tilt, blood clots, clotting, occlusion of the inferior vena cava (ivc) and device unable to be retrieved, approximately thirteen years and two months post implant. The patient also reported an unsuccessful percutaneous retrieval attempt about five months post implant, details not provided, and anxiety related to the filter. According to the implant record the indication for the filter implant was pulmonary embolus (pe) and recent intracranial hemorrhage negating the ability to anticoagulate the patient. The filter was placed via the right common femoral vein and successfully deployed in an intrarenal location. The product is not available for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern is the development of endothelialization, which would make subsequent removal difficult and has been shown to lead to explant problems in as little as 12 days. Blood clots, clotting and occlusive thrombosis within the filter and/or vasculature does not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to perforation, tilting and irretrievable with no documented attempts to remove the filter.